Event description:
Reportedly, during a tough case with calcification an unspecified xience stent delivery system (sds) was advanced and failed to cross the vein graft lesion. The device was removed without reported incident and it was thought that the stent implant remained on the sds. The device was not used a second time. A different xience stent was deployed in the lesion without incident and the procedure was completed. There was no reported adverse patient effect. Approximately 2 weeks post procedure on (B)(6) 2013, the patient presented to the emergency room with chest pain and EKG changes. A diagnostic was performed and it was noted that thrombus was present and there were 2 stents in the vessel. The first stent from the prior procedure had dislodged and remained in the distal vein graft. The dislodged stent was retrieved from the vessel during the percutaneous coronary intervention (pci). The patient was reported as stable and doing fine post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part and lot numbers were not reported. It should be noted in the electronic xience v everolimus eluting coronary stent system instructions for use (IFU) states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.